Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- head. Visual examination of the returned products identified signs of being implanted worn/foreign material. The head and neck were submitted for further analysis. Analysis determined both tapers were assigned the consensus modified goldberg score of 2. A score of 2 corresponds to ¿fretting on >10% of the surface and/or corrosion damage to one or more small areas¿. This complaint is confirmed based on the returned product and medical records. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient has osteoarthritis and underwent a revision due to pain and elevated metal ion levels. Preop MRI shows fluid and pseudotumor formation. During the surgery, significant scar tissue was found along with milky tan fluid consistent with alval, corrosion at the neck-head interface and negative for infection. DHR was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). : 00875101136 ¿ xlpe liner - 62172547, 00784801401 ¿ kinectiv neck ¿ 60909959, 00771300900 ¿ m/l femoral stem ¿ 62213528, 00875705401 ¿ acetabular shell ¿ 62254332. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process, once the investigation has been competed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03476, 0001822565 - 2019 - 04906.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, elevated metal ion levels, and pseudotumor. During the revision surgery, trunnionosis and alval were noted. The head, neck and stem components were removed and replaced with competitor product, the cup was retained and matched with a new zimmer biomet liner. Attempts have been made and additional information on the reported event is unavailable at this time.